Event description:
Note: this MFR report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report #3005099803-2009-05312, and #3005099803-2009-05313 for the associated device reports. It was reported to boston scientific corp that three resolution clip devices were used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2009. According to the complainant, the pt was bleeding at the gastroesophageal (ge) junction. An attempt was made to place all three clips. When each clip was deployed, it did not grasp tissue and instead fell into the pt's stomach. The clips were not retrieved, they were left to pass naturally. An interject injection needle and a gold probe were used to stop the bleed. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
(B)(4) - (failure to grasp). According to the complainant, the suspect device has been disposed off and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).